Manufacturer narrative:
Information was received on 02/05/2020 indicating that there was no patient involvement in this event.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and indicated that "system fault" was recorded in history. During analysis, the customer's reported problem was duplicated, and it was noted that the cause of the reported issue was latch sensor. Service will replace the latch sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "error 41541". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.